Event description:
Boston scientific crv received information that this left ventricular lead exhibited impedance measurements of greater than 2000 ohms. Several configuration changes were made and the physician will keep an eye on it for now. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.